Event description:
The patient went to retrieve one eclipse homepump, model #e102000, lot 0202345179, to infuse on tuesday, (B)(6) 2016 and discovered that the tubing detached form the eclipse homepump as she pulled the tape off the tubing to extend it.